Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The opened pouch was confirmed; however, there was visible seal evidence where the pouch had been sealed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the reported information and analysis of the returned device, it is possible that the pouch was inadvertently opened and placed back into the inventory at the account; however, this could not be confirmed and a conclusive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device unpackaging and prior to use the plastic pouch of the omnilink device was open and not sealed. The device was not used. There was no patient involvement. No additional information was provided.